Event description:
It was initially reported that the physician handheld was having problems. The serial cable would have to be held a certain way for it to successfully work. The office is able to get the programming system to work but it is bothersome and requested a new serial cord. The handheld is also not holding a charge like it used to likely due to the serial cable. There were no visual problems with the serial cable or the connection to the handheld. The serial cable has been returned to the MFR for eval. Product analysis is planned but has not been completed.